Event description:
A report was received that the patient underwent an explant procedure due to an infection at the ipg and lead site. The patient's symptoms included pain, inflammation, and pus at the lead and pocket site. The physician is unsure if the infection was procedure related, but he did not believe the infection was device related. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the ipg and lead site. The patient's symptoms included pain, inflammation, and pus at the lead and pocket site. The physician is unsure if the infection was procedure related, but he did not believe the infection was device related. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.